Manufacturer narrative:
The manufacturing records for amds4030-ca, lot c2460068b (finished goods) and c2459423b (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient (B)(6) is a 45-year-old male who had an amds-40-30 (lot #: c2460068b) implanted on (B)(6) 2023 at (B)(6), located in (B)(6). Adverse event # 2 reports a sternotomy related event described as ¿query tamponade/ pericardial effusion¿ with an onset date of 13sep2023 (12 days post-op) and an end date of (B)(6) 2023. Additional details provided on the ae form states ¿on (B)(6) 2023, pt felt lightheaded while going to the washroom and then went back to his bed and had a convulsion. He subsequently was admitted to the hospital where a CT scan demonstrated an intact dissection repair as well as a significant amount of clot around the medial aspect of the right atrium and anterior to the right ventricle and between the right ventricle and the diaphragmatic surface. He was a bit hypotensive and tachycardiac. The patient in the end did not really have any clinically significant tamponade; however, it was found that he was sent home on a blood pressure medication that he did not need and that is why his blood pressure was quite low, and he was symptomatic.¿ the event was deemed ¿unlikely¿ related to the amds device and ¿probably¿ related to the implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that may have caused or contributed to the event. The event led to a serious adverse event due to: in-patient hospitalization and medial or surgical intervention to prevent permanent impairment of a body structure or function. The patient was hospitalized on (B)(6) 2023, surgical and medical treatment, described as ¿mediastinal exploration for bleeding tamponade and aspiration of pericardial contents¿ were provided and the event outcome was documented as resolved. The patient was discharged from the hospital on (B)(6) 2023. The patient did not exit the study because of this event. Per admission notes provided ¿CT shows new moderate to large size pericardial effusion, possible hemopericardium given the density measuring up to 3.2 cm in depth. It also shows a 5.8 cm right groin fluid collection, likely hematoma with no pseudoaneurysm visualized.¿ no additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿cardiac complications and subsequent problems (e.g., arrhythmia, tachycardia, tamponade, myocardial infarction, hypotension, hypertension)¿ are listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks.¿ upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿cardiac complications and subsequent problems (e.g., arrhythmia, tachycardia, tamponade, myocardial infarction, hypotension, hypertension)¿ are listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report the protect study patient experienced query tamponade/pericardial effusion on (B)(6) 2023. The adverse event form lists the event as expected. The event is unlikely related to the amds device. It is probably related to the amds implant procedure. The pre=existing condition of debakey type a could have caused or contributed to the event.the event lead to hospitalization of the patient, and surgical intervention to prevent permanent impairment of a body structure or function. A mediastinal exploration for bleeding tamponade and aspiration of pericardial contents was performed. The amds device remains implanted.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.